Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no image due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was an image problem with the 4k camera head. The processor did not recognize the camera. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable causes were likely due to the following reasons; however, the root cause of the issue could not be conclusively specified. The cable unit was damaged by excessive force, and no image was displayed. The cable unit failed accidentally and no picture was taken.